Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed and the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported to baxter that a disconnection occurred between the transfer set and the locking titanium adapter. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation could be performed.a follow-up report will be filed should additional information become available.